Manufacturer narrative:
E1: reporter phone number: (B)(6).

Event description:
Philips received a complaint from the customer reporting a key on the v60 ventilator touch screen was invalid. The user could not enter the working interface. The device was confirmed to not be in clinical use when the issue was occurred. There was no report of actual harm. The customer biomed engineer (bme) evaluated the device and reported that only by pressing the touch screen button with great force for several times would the touch function operate as intended. The issue seriously affected the device use. The bme alleged if the device was urgently required for patient use, the expected effect might not be achieved, and may result in a serious injury. The bme determined the touch screen was faulty and required replacement. A philips authorized service provider (asp) confirmed with the customer the issue occurred during device testing and there was no patient involvement. There was no actual harm incurred due to this issue. The customer contacted philips customer care service center (ccsc) for guidance on touchscreen replacement, however, the unit was out of warranty. The customer elected to employ a third part service vendor for repair. The device has been repaired and returned to service. No further details regarding repair were provided by the customer. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.